Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer's daughter reported the test doesn't start in their freestyle freedom lite meter that "possibly led to her hospitalization" as a result of being unable to test. The customer reportedly experienced "wooziness and some wheezing", self-presented at a health care facility, was diagnosed with hyperglycemia and "onset asthma" and treated with insulin. There was no report of death or permanent impairment associated with this medical event.